Event description:
Ice imaging was coming in and out not working / connecting with vivid 70 machine. No patient harm occurred vendor notified. Manufacturer response for ultrasound catheter, nuvision ultrasound catheter (per site reporter).